Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 16 x 3.50 promus premier¿ stent delivery system (sds) was advanced; however the device came into contact with the connection part of the tube of a non-bsc guide catheter extension. It was noted that the strut of the stent was lifted. The physician attempted to fix the strut by hand; however, decided to complete the procedure with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted & damaged. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of hypotube and shaft polymer extrusion found no issues with the hypotube and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 16 x 3.50 promus premier¿ stent delivery system (sds) was advanced; however, the device came into contact with the connection part of the tube of a non-bsc guide catheter extension. It was noted that the strut of the stent was lifted. The physician attempted to fix the strut by hand; however decided to complete the procedure with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).